Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic event with a high of 367 mg/dl blood glucose (bg). She has been out of range since dinner a few hours ago. The user's daughter wanted to change the infusion site because she doesn't believe insulin is being delivered. The agent assisted with site change and insulin delivery was resumed, eventually bringing the patient's bg back into range.